Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, a tibial articular surface provisional instrument fractured while trying to remove it from the patient. There was no surgical delay nor patient impact. The surgery was completed with a second instrument without complication.